Event description:
The device was implanted via v-p shunt for the patient ((B)(6) girl) on (B)(6) 2011. The initial setting pressure was 50mmh2o. On (B)(6) 2014, the patient had a headache, and it was confirmed by x-ray that the ventricles of the patient¿s brain became large. No problem was found with a flow by pumping and by contrast radiography. When the surgeon tried to change the pressure, it could not by programmer and even by using neodymium. On (B)(6) 2014, the revision surgery was conducted and the device was replaced with the same new product at 30mmh2o.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 50mmh2o. The valve was visually inspected, it was noted that the proximal connector and the needle chamber base plate were missing. The valve was tested for programming and failed the test, during the programming process the cam mechanism did not move. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water; no occlusion was noted. The valve was dried and was leak tested, no leaks were noted. The valve was retested for programming and failed the test; during the programming process the cam mechanism did not move. It was not possible to pressure test the valve at 50mmh2o, due to the missing needle chamber base plate. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. This appears to be the root cause for the problem reported. The cam magnets were also controlled and no defects were found. A review of the history device records confirmed the valve product code 82-3842, with lot cjmbnm, conformed to the specifications when released to stock on the 6th november 2008. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.